Event description:
It was reported that the pump touch screen was cracked and frozen. Customer¿s blood glucose level ranged between 130-210 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.